Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress from use, external factors, or handling caused peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water leakage was confirmed. The device evaluation found the connecting tube had coating peeling. (1mm2 or more). Due to a pinhole on the universal cord and the channel-tube, water tightness was lost. Adhesive on the distal end had a chip. The connecting tube had a dent and wrinkle. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. The angulation lever had a crack. The universal cord had buckling. The light guide connector was damaged. The image guide bundle had significant breakages. In addition, the angulation lever, the universal cord, the light guide connector, the image guide protector, the up/down plate, the grip, the scope cover, the control unit, and the eyepiece were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes bronchofiberscope had water leakage. Inspection and testing of the returned device found the coating of the image guide pipe was peeling off. (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.